Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump did not recognize the power source and would only charge intermittently. There was no reported impact to the customer's blood glucose (bg) level due to the charging issue. In addition, the customer had woken up that day with an elevated bg level of 263 mg/dl. The customer delivered a correction bolus, via the pump and bg level was reported to be lowering. A system check performed with tandem technical support indicated that the pump was operating as expected.